Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator. It was reported that the patient was permanently implanted to help with bowel control. The patient stated that she was not sure that the ins was working because she noticed a return in symptoms that were the same symptoms prior to implant. The patient confirmed that the issue started on christmas and the patient was no longer feeling stimulation the day after christmas. The patient noted that she spoke to the technician that worked at the health care professional's office who had her switch from program 3 to program 4 but they were unable to. The patient mentioned that she was unable to increase starting today. Troubleshooting attempts were made and the patient programmer showed stimulation was on program4 at 1.0v. The patient increased stimulation to 4.2v and confirmed stimulation was comfortable. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information.